Event description:
It was reported that the pulse generator exhibited backup vvi mode. An electrogram showed that the device had reached end of life. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. Battery depletion also occurred due to high current drain which was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal current drain was measured.